Event description:
It was reported that the customer received a failed battery test alarm on the insulin pump while troubleshooting for a blank display. The customer's blood glucose was 285 mg/dl. Advised customer that if the failed battery test alarm was not cleared then the alarm would recur with each new battery inserted. Prior to the failed battery test alarm, the customer had received a low battery alert and changed the battery. However, after changing the battery, the customer had a blank screen even after changing the battery again. Troubleshooting was done. Advised customer to insert a new aaa alkaline battery, and the customer stated that the display did return. Advised customer to monitor the insulin pump. Advised that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.